Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as the unit was able to cool during the service evaluation. A DHR review not required because the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they stated the arctic sun device would not cool and needed a mixing pump, they ordered a mixing pump but their management team requested that instead the send the device in for 2000hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated the arctic sun device would not cool and needed a mixing pump, they ordered a mixing pump but their management team requested that instead the send the device in for 2000hour preventive maintenance.